Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications or injuries reported.